Manufacturer narrative:
(B)94). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirting insulin during the manual prime process. The customer¿s blood glucose was 128 mg/dl. The customer was assisted with troubleshooting. Customer stated that they went to changed her set and her pump started shooting out insulin during the fill tubing. Customer stated they were unable to exit the preparing to prime loop. Customer stated that they did not receive second series of beeps nor did numbers appear on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.